Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer additional phone = (B)(6). E3: customer occupation: quality assistant. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the 'universa loop nephrostomy percutaneous drainage catheters' the wire guide "detached" from the device during the nephrostomy procedure. The issue was found during device placement, and no other devices were used with the wire guide. The procedure was completed by using another device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Additional information has been requested but is unavailable at this time.